Event description:
A customer reported experiencing cgm error 42 multiple times on their pump, though the pump had not been reset within the last 24 hours. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump as a corrective measure. The customer was instructed to continue using the current pump and rely on the mobile app for interaction and bolusing until the replacement pump with updated software was received. The customer was given instructions on storage mode for the return process and understood the procedure for returning the problematic pump to tandem.